Event description:
It was reported that a malfunction alarm occurred with a customer's insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections as backup therapy during the replacement process.